Manufacturer narrative:
(B)(4).

Event description:
The pt had an MRI. The pump was interrogated and found to be stalled. As of 2 hours after the MRI, the pump had not recovered. The hcp planned to manage the pt accordingly and bring the pt back the next day to see if the motor stall recovered. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.